Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever. Approximately two days post procedure, the patient was somnolent and had cerebral edema, midline shift and a subarachnoid hemorrhage. A hemicraniectomy treatment was performed and the outcome was reported to be resolved with clinical sequelae. The patient is reported to be recovering and awaiting a craniotomy procedure. The event was reported to be related to the procedure. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient complications are known risks associated with such procedures. Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever. Approximately two days post procedure, the patient was somnolent and had cerebral edema, midline shift and a subarachnoid hemorrhage. A hemicraniectomy treatment was performed and the outcome was reported to be resolved with clinical sequelae. The patient is reported to be recovering and awaiting a craniotomy procedure. The event was reported to be related to the procedure. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever. Approximately two days post procedure, the patient experienced an unspecified neurologic deterioration. A craniectomy treatment was performed and the outcome was reported to be resolved with clinical sequelae. No further information is available.